Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer was unsure of the cause but believed it could be due to night time basal rate. Customer drank juice to address bg level. Customer declined troubleshooting with tandem technical support and stated that healthcare provider would be consulted.